Event description:
Report received 1/4/95 suspected j retention wire fracture without protrusion through the outer polyurethane insulation. The lead was explanted 12/23/94. Explant method: superior technique/tools: direct traction no complications.